Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer¿s current high blood glucose level was 503 mg/dl. Customer¿s husband reported insulin pump was not working and not delivering insulin properly as blood glucose did not lower down. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with bolus using insulin pump and manual injection. It was reported that customer woke up having high blood glucose and persisted all day. Customer had a blood glucose of 286 mg/dl and immediately changed infusion set system. Customer ate after infusion set change when customer got a blood glucose of 503 mg/dl. Customer was alleging possible pump under delivery because correction dose administered did not lower the first high blood glucose reading. Customer was watching television prior to the event. Customer reported insulin exited at the quick release. It was reported that the displacement test passed. It was advised to change entire set, reservoir and insulin. It was reported bolus wizard was programmed accurately. The devices will not be returned for analysis.